Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "liquid accumulation".

Event description:
Healthcare professional reported, right side "small liquid accumulation" and "cysts". Confirmed via ultrasound, mammogram and MRI. Device remains implanted.